Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning a high short interval counts (sic) count and rising impedance. A loose connection was suspected. The lead was initially programmed to unipolar mode for continued use and monitoring. Subsequently, a chest x-ray was performed which revealed the potential of a loose set-screw at the device connection. A revision procedure was performed to disconnect and reconnect the lead to the device. The issue was resolved. The device and the lead remain in use. No patient complications have been reported as a result of this event.